Event description:
It was reported that after inspection the stapling is easy to detach. Stapled the top of the rectum in diverticulitis. The patient had to be taken back for fistula. During the recovery there was no hole per se but the saddles came out between the staples. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it one or multiple firing? What is the timeline of event? Was the staple line delivered by contour device removed by a circular stapler during creation of the anastomosis? What were the indications for surgery? What surgical procedure was performed? Does the surgeon believe that the cs40g device caused or contributed to the fistula? If yes, why? Were there any issues with the cs40 device in the initial surgery? It was reported that the stapling was easy to detach. What is meant by this? What was the shape of the deployed staples? What is meant by the ¿saddles came out between the staples¿? Was the patient¿s tissue friable due to the diverticulitis and caused or contributed to the reported event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4) date sent: 09/27/2022 d4: batch # 636a08 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received inside the sterile package and with no apparent damage. The device was opened and tested for functionality with the returned cartridge and it fired, cut and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.